Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise ID # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Device scrapped.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure 7mm extended length endoscope was broken. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device scrapped.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure 7mm extended length endoscope was broken. A replacement device was used to complete the procedure. No patient involvement.